Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, patient underwent revision surgery to remove a broken trochanteric fixation nail advanced (tfna) nail. Patient underwent repair of the fractured right femur on an unknown date and was implanted with trochanteric fixation nail advanced (tfna) nail, tfna helical blade and two titanium (ti) locking screws. Patient was re-assessed at sling support 6/52 post surgery and tfna nail was found to be intact in x-ray. At eight weeks patient follow-up, x-ray showed broken tfna nail. No fall or traumatic event was reported during the interval. It is unknown if there was a surgical delay during the procedure. Patient and procedure outcome were unknown. Concomitant devices: tfna fenestrated helical blade 90mm sterile (part: 04.038.390s, lot: h412279, quantity: 1), ti locking screw (part:04.005.532s, lot: l311649, quantity: 1), ti locking screw (part: 04.005.532s, lot: l762968, quantity: 1). This report is for a ti cannulated 360mm tfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history lot manufacturing location: (B)(4). Manufacturing date: 02-dec-2015. Expiration date: 30-nov-2025. Part number: 04.037.256s, 12mm/130 deg ti cann tfna 360mm/right- sterile. Lot number: 9938500 (sterile). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Investigation summary: visual inspection: the nail was received broken into two pieces at the head element hole. Two fractures occurred along the anterior and posterior surfaces of the nail at this location. The anterior fracture began more distal than the posterior fracture. Beginning laterally the fractures were approximately perpendicular to the nail¿s theoretical center-line (prior to bend). Towards the midpoint of the head element hole, as the fractures traveled medially, they abruptly turned to run approximately with the angle of the head element hole there was also one crack noted that began at the anterior fracture¿s direction change; the crack ran at an angle approximately centered between the fracture¿s two angles. No damage was noted to any of the remaining features of the nail or to the returned concomitant helical blade outside of cosmetic wear consistent with implantation and explantation. The received condition agreed with the complaint description of a broken device. The complaint was confirmed during investigation. Dimensional inspection: dimensional inspection of the returned nail¿s relevant features was not possible due to the device¿s received condition. During the investigation, no product design issues were observed that may have contributed to the complaint condition. DHR review: review of the device history record(s) showed that the lot went through the required steps during the inspection at the time of manufacturing and showed no issues concerning the material or material conditioning. Conclusion: the complaint condition was confirmed. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be determined as the event conditions were unknown; however, it is likely the device experienced extreme forces while implanted. The complaint condition is adequately addressed by the risk assessment. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.